Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The pulse generator exhibited a diagnostics anomaly. Merlin.net alerts were turned off. No medical intervention was performed. The patient would continue to be monitored.